Manufacturer narrative:
The local area field representative was contacted for additional information. No further information is available at this time and records indicate this lead remains in service. This report will be updated should additional information become available.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture as well as noise. Bringing the patient into clinic for potential reprogramming was noted. No adverse patient effects were reported.